Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03330. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned and then a 27mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed, but was too distal. It was partially recaptured and redeployed. It met criteria and was released. Echocardiogram was reviewed and no effusion was noted. An hour post procedure the patient was having chest pain in the post anesthesia care unit. The patient returned to the cath lab and pericardial effusion was observed. Pericardiocentesis was performed and 310ml of blood was removed. The pigtail remained in place and the patient was transferred to the intensive care unit. There were no further patient complications reported and the patient was noted to be fine.